Manufacturer narrative:
The returned used cassette was visually tested and the complaint was confirmed; the lack of solvent created a channel between the tubing and the housing that caused the aspiration tubing to detach from the cassette. A review of the device history record review indicated the order was built to specification. The root cause of the customer's complaint was insufficient solvent application at the location where the tubing was inserted into the cassette housing. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that a scrub technician informed her that the "blue tubing that hooks into the drainage bag came apart" during a cataract procedure. The tubing was replaced and the procedure was completed with no harm to the patient. Additional information was provided by the nurse manager. She reported that the staff clarified the issue was that the blue tubing detached from the cassette. No additional information is expected.